Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and ra diculopathy. It was reported that they would be walking and stimulation would jump up and suddenly go to a higher power. The patient stated it seemed to be at random since (B)(6) 2018 (about 2.5 weeks ago). The patient was going to have a spine x-ray to check the leads as ordered by their healthcare provider. The patient's medical history includes a major spine surgery about 2 weeks prior where they had rods and pins installed in their back. No steps had been taken to resolve the stimulation jumping around. No further complications were reported or anticipated.